Manufacturer narrative:
Additional information was added to h3, h6 and h10. H4: the lot was manufactured in may 2022. H10: the actual device was not available; however, retained samples were evaluated. A visual inspection was performed and with no obvious issue or damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water and no leak was observed. The samples were conforming as per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a uromatic y type tur set. This issue was further described as, ¿the key of the equipment does not close properly, so there is fluid leaking out¿. This issue was discovered during patient therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.